Event description:
It was reported via user medwatch mw5039021 that stent dislodgement occurred. A 4.00x8mm promus premier¿ stent was selected however during cardiac catheterization, the stent came off the stent delivery system balloon while the device was inside the patient. The detached stent was successfully retrieved.

Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor.  (B)(4).